Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via telephone call that the insulin pump alarmed for a battery out limit alarm and that the buttons became unresponsive. The blood glucose reading was 232 mg/dl. The customer did not recall any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions.